Event description:
It was reported that the patient was having difficulty charging and was not able to fully charge the ipg. The patient had a non-device related stroke and weakness at extremities. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively and the explanted ipg was discarded by the medical facility.